Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16478. It was reported the patient leads migrated, wherein the both leads had wrapped around ipg and patient lost stimulation. As a result, the surgical intervention was undertaken on, wherein the leads and ipg were explanted and replaced to address the issue. Effective therapy re-established post operatively.